Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was unresponsive along the top portion of the display, preventing selection of the insulin cartridge function, menu access, and back navigation; the user could unlock the pump, and a restart via the app did not resolve the issue, consistent with a key/button input failure localized to the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software-related problem affecting touchscreen responsiveness, aligning with a device input failure at the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.